Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support (tts); however, customer was unable to complete the check. Multiple follow up attempts were made by tandem technical support; however, no response was received by the customer. No additional information was provided. There was no reported adverse impact.